Event description:
Newborn baby boy born 9/5/91 being treated w/antibiotics for pneumonia. Using scalp vein. On withdrawal of catheter, the catheter "splintered, exploded" and sheared off in child. The child was transferred to another hospital where the catheter was surgically removed in three pieces. These three pieces were not saved but actual catheter was. Band aid was applied to the area and baby is okinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.